Event description:
The customer's blood glucose was unknown. It was reported that the customer experienced moisture damage on the insulin pump. Advised the customer that the insulin pump would be replaced. Nothing further reported.

Manufacturer narrative:
Pump received with no button response due to corroded keypad traces. No moisture damage found inside the pump. Pump received with cracked case at display window corner, reservoir tube lip, minor scratched display window.